Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2008; brand name ; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2008; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller states the patient is going to have their battery and leads removed because they have had the device for over 20 years and it has not worked. Caller did not know the reason for removal. Caller also stated the patient does not have a manufacturer representative. The patient was redirected to their healthcare provider to further address the issue.